Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted dislocated/deformed coils, the coils were laid back and laid forward consistent with clavicle/first rib damage. The anode (outer) conductor resistance measured as an electrical open indicating a fractured or broken conductor. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported. The returned lead was analyzed. Visual inspection of the lead noted dislocated/deformed coils, the coils were laid back and laid forward consistent with clavicle/first rib damage. The anode (outer) conductor resistance measured as an electrical open indicating a fractured or broken conductor. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.